Event description:
It was reported to stryker that a pt at the account allegedly experienced a skin breakdown while potentially using a stryker product.

Manufacturer narrative:
Attempts to identify which product the alleged event occurred on have been unsuccessful, as the user facility could not provide info on what type of product or who the MFR is.